Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and noticed that the main select button was white but looked like it was a pinkish-purple marble. Also, the customer a significant discrepancy between the sensor glucose and blood glucose values. The customer reported a blood glucose value of 34 mg/dl. The customer reported hypoglycemia was treated with the glucagon. The event involved products mmt-1884, mmt-243a, mmt-7040a, and mmt-332a. Troubleshooting was performed for difference between glucose values, customer reported blood glucose value of 143mg/dl and sensor glucose value of 90mg/dl at the time of event, and the difference between two glucose values was not within the target range. Troubleshooting was performed for low blood glucose event, and the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer was used the auto mode feature at the time of the event. Troubleshooting was performed for cosmetic damage and customer reported that the damage (crack or scratch) on the pump was not related to the retainer ring. No further patient complications were reported. Mmt-1884 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. No product return is required for mmt-243a, mmt-7040a, and mmt-332a.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. The test (guardian link with the glucose sensor simulator), bg meter communicates properly to the pump. Test bg meter record 93mml transfer to the pump exactly 93 mml and no anomaly noted. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected alarms anomaly during testing or in the history files noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The test p-cap does lock properly in the reservoir compartment. The following were noted during visual inspection: scratched case, stained keypad overlay, broken belt clip rail. Pump passed all testing required. No device problem was found during full functional testing. The customer alleged the pump having bg was recorded data different with the pump not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.